Event description:
Customer reported that the panorama central station's wireless transceiver (tim) would not turn on, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the tim's power supply. Unit was calibrated and safety tested to factory's specs.